Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, a 'low fio2' alarm occurred which could not be resolved by calibration the oxygen sensor. Upon replacing the sensor, the unit worked normally. There was no medical intervention or adverse patient effects reported.